Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received low readings on his adc freestyle libre sensor when compared to readings obtained on a paramedic meter and in a hospital. Customer experienced feeling dizzy and reported adc sensor readings of 41 mg/dl, 78 mg/dl, and 45 mg/dl compared to readings of 145 mg/dl, 185 mg/dl, and 165 mg/dl obtained on unspecified devices. Customer reported having high blood glucose and "heart disease" and receiving unspecified third-party treatment. It is unknown if the treatment was provided by the paramedic or in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the reported sensor serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no adverse trends were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he received low readings on his adc freestyle libre sensor when compared to readings obtained on a paramedic meter and in a hospital. Customer experienced feeling dizzy and reported adc sensor readings of 41 mg/dl, 78 mg/dl, and 45 mg/dl compared to readings of 145 mg/dl, 185 mg/dl, and 165 mg/dl obtained on unspecified devices. Customer reported having high blood glucose and "heart disease" and receiving unspecified third-party treatment. It is unknown if the treatment was provided by the paramedic or in the hospital. There was no report of death or permanent impairment associated with this event.